Event description:
Customer reported the images are dark and fuzzy. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and adjusted the video switching pcb. System operates as intended. This MDR is related to ge healthcare complaint.